Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced bradycardia. During a pulsed field ablation (pfa) procedure with a farawave the pulmonary veins, posterior wall and mitral isthmus were ablated. It was noticed that the patient had a bradycardia upon the 73rd lesson with a heart rate of 22. The physician began to pace in the ventricle, atropine and dopamine were given to the patient. Post pacing maneuvers, the patient returned to normal sinus rhythm and hemodynamically stable. No effusion was observed. The patient successfully recovered from the event. The device is not expected to return for laboratory analysis.